Event description:
A malfunction on the pump was reported by the customer, identified by malfunction code 199 from tandem source. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with pump reset information and assisted in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to call back if any malfunction code appeared again.